Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, ischemia, and stenosis are listed in the xience v instructions for use as known adverse events. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a stenting procedure in the proximal right posterior descending artery with one xience v 2.5 x 18 mm stent. On (B)(6) 2011, the patient experienced unstable angina that was treated with sublingual nitroglycerin with no relief. On (B)(6) 2011, the patient underwent a positive functional ischemia study. ECG showed no myocardial infarction. On (B)(6) 2011, the patient was hospitalized and underwent a percutaneous coronary revascularization with angioplasty and placement of a xience 2.75 x 12 mm stent for in-stent restenosis in the proximal posterior descending artery of the right coronary artery. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.